Event description:
My surgeon used the medtronic infuse which caused me pain and nerve injuries and has me constantly worried about whether things will get worse. I am in pain 24/7 at times I have to sleep sitting up because my legs and back hurt so bad. I have trouble walking and even turning over in bed. Very hard to get in and out of auto. I wish I would have never had this surgery and will never have anymore. (B)(6).